Event description:
This event occurred during off label use in the left ventricle. The physician was attempting to use the ensite catheter to map a premature ventricular contraction in the left ventricle. The 0.032 cook guidewire was advanced into the left ventricle against the anterolateral wall. A 6 french ept ablation catheter was pulled back away from its anterior basal site and left free floating in the chamber. The ensite catheter was advanced thru the aorta thru the aortic valve/left ventricular outflow tract into the left ventricle then inflated. The balloon was becoming ejected from the left ventricle, so the physician deflated the catheter and lowered the array. At this point, the pt complained of chest pains and the ensite catheter was removed. While preparing a pericardiocentesis tray, 40mg of protamine was given, heparin was turned off, dopamine was started at 5 mcg/kg, eventually upped to 10. Systolic blood pressure of 80 was the lowest blood pressure. Pericardiocentesis was performed and 220 cc of blood was aspirated. Act of the aspirated blood was measured at 333 seconds. Oxygen saturation of the aspirated blood was 96%. The pt stabilized and recovered without incident.